Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure in abdomen'), device breakage ('device breakage') and genital haemorrhage ('persistent bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes". The patient's medical history included obesity. Previously administered products included for pulmonary embolisms: coumadin from 2003 to 2004 and heparin from 2003 to 2004. Concurrent conditions included left lower quadrant pain (llq pain.), amenorrhea, vaginal discharge, premenstrual syndrome, frequency urinary, breast discharge and endometrioma. Concomitant products included duloxetine hydrochloride (cymbalta) from 2015 to 2017 for depression, cefalexin (keflex) from 2014 to 2016 for infection nos, cetirizine hydrochloride (zyrtec) since 2014 for multiple allergies, hives and inflammation nos, tramadol since 2014 for pelvic pain female, migraine and fibromyalgia as well as magnesium from 2014 to 2017 and tocopherol from 2014 to 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urticaria ("hives/allergic hypersensitivity reaction type: hives"), inflammation ("inflammation/ allergic hypersensitivity reaction type: inflammation") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia/ autoimmune disorder typeof disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced breast cyst ("mammary cysts") and breast mass ("masses"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") with rash, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"). The patient was treated with vitamins nos and surgery (salpingectomy (bilateral removal of fallopain tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, breast cyst, breast mass, depression, fibromyalgia, migraine, headache, allergy to metals, weight increased, cystitis, urinary tract infection, vaginal infection and bacterial infection outcome was unknown, the urticaria and abdominal pain upper had resolved and the inflammation and alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, bacterial infection, breast cyst, breast mass, cystitis, depression, device breakage, device dislocation, fibromyalgia, genital haemorrhage, headache, inflammation, migraine, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: essure, right: number of colls: 1, essure, left: number of colls: 0 current weight 210 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion and cyst on left ovary; on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: total bilateral occlusion and cyst on left ovary; on (B)(6) 2016: results: total bilateral occlusion and cyst on left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, endometrioma, breast mass, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet was received. Event added from pfs- bacterial infection, device insertion difficult. Reporter information, concomitant drug, events onset date, lab data were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure in abdomen"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain (llq pain.), amenorrhea, vaginal discharge, premenstrual syndrome, frequency urinary, breast discharge and endometrioma. Concomitant products included bupropion hydrochloride (wellbutrin xl) from 2016 to 2017, duloxetine hydrochloride (cymbalta) from 2015 to 2016, magnesium from 2014 to 2017, tocopherol (vitamin e) from 2014 to 2017 and tramadol from 2014 to 2017. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), breast cyst ("mammary cysts"), breast mass ("masses"), urticaria ("hives"), inflammation ("inflammation"), depression ("depression"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") with rash, weight increased ("weight gain"), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopain tubes)) and surgery (salpingectomy (bilateral removal of fallopain tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, breast cyst, breast mass, depression, fibromyalgia, migraine, headache, allergy to metals, weight increased, cystitis, urinary tract infection and vaginal infection outcome was unknown, the urticaria and abdominal pain upper had resolved and the inflammation and alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, breast cyst, breast mass, cystitis, depression, device breakage, device dislocation, fibromyalgia, genital haemorrhage, headache, inflammation, migraine, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: essure, right: number of colls: 1, essure, left: number of colls: 0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion and cyst on left ovary ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion and cyst on left ovary; on (B)(6) 2016: total bilateral occlusion and cyst on left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, endometrioma, breast mass, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure in abdomen"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin xl) from 2016 to 2017, duloxetine hydrochloride (cymbalta) from 2015 to 2016, magnesium from 2014 to 2017, tocopherol (vitamin e) from 2014 to 2017 and tramadol from 2014 to 2017. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), breast cyst ("mammary cysts"), breast mass ("masses"), urticaria ("hives"), inflammation ("inflammation"), depression ("depression"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") with rash, weight increased ("weight gain"), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopain tubes)) and surgery (salpingectomy (bilateral removal of fallopain tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, breast cyst, breast mass, depression, fibromyalgia, migraine, headache, allergy to metals, weight increased, cystitis, urinary tract infection and vaginal infection outcome was unknown, the urticaria and abdominal pain upper had resolved and the inflammation and alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, breast cyst, breast mass, cystitis, depression, device breakage, device dislocation, fibromyalgia, genital haemorrhage, headache, inflammation, migraine, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion and cyst on left ovary ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion and cyst on left ovary; on (B)(6) 2016: total bilateral occlusion and cyst on left ovary most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Events per pfs: abdominal pain upper, allergy to metals, alopecia, breast cyst, cystitis, depression, device breakage, device dislocation, fibromyalgia, headache, hormone level abnormal, inflammation, mass, migraine, rash, urinary tract infection, urticaria, vaginal infection and weight increased were added. Concomitant products included bupropion hydrochloride (wellbutrin xl) from 2016 to 2017, duloxetine hydrochloride (cymbalta) from 2015 to 2016, magnesium from 2014 to 2017, tocopherol (vitamin e) from 2014 to 2017 and tramadol from 2014 to 2017. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.